Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, confusion/disorientation, headache, muscle weakness, pain, hyperglycemia treated with ems/ambulance/ER visit, hospitalization: overnight stay. The customer reported blood glucose value of 365 mg/dl. The customer reported device test failed. The event involved product(s) mmt-1715kl, mmt-332a, mmt-397a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. High pressure test did not pass twice. No further patient complications were reported. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-332a and mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Device test failed not confirmed. The following were noted during visual inspection: scratched display window cover, scratched case, cracked case at the battery tube side, faded/stained serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 23-may-2024 in the pump history file. 05/23/2024 07:18:50.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.4. Bolusamountdelivered = 3.4. 05/23/2024 12:05:06.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 0.5. Bolusamountdelivered = 0.5. 05/24/2024 10:54:14.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2. Bolusamountdelivered = 2. Please see below for the daily total of all insulin delivered on the event date 23-may-2024 in the pump history file. 05/24/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 05/23/2024 00:00:00.000. Dailytotalofallinsulindelivered = 22.275. Dailytotalofbasalinsulindelivered = 18.375. Dailytotalofbolusinsulindelivered = 3.9. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 23-may-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.